Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex inside a heart valve return kit partially filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and exhibited signs of severe creases and imprints. Leaflets appeared intact. As received, leaflet 1 appeared partially open while leaflets 2 and 3 were in a partially closed position. All commissures appeared intact. The valve was received in a partially compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that several months (exact date and details unknown) prior to the implant of this transcatheter biopr osthetic valve, in a patient with heavy leaflet calcification and a mean gradient of 52mmhg, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm non-medtronic balloon. During the first attempt at deployment, the valve was deployed at a dept h of 0mm on the non-coronary cusp (ncc). At 80% deployment, the valve frame appeared extremely constrained. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. Upon fluoroscopy inspection of the valve, it was reported t he recapture was successful with no valve abnormalities noted. During the second attempt at deployment, the valve was deployed at a depth of 3mm on ncc and the valve frame remained extremely constrained. According to the physician, the leaflet calcium caused the appearance of the constrained valve. The valve was recaptured into the dcs and withdrawn from the patient. A second pre-implant bav was performed on the native aortic valve using a 25mm non-medtronic balloon. Following the bav, a new valve was deployed at a depth of 3mm on the ncc and 4-5mm on the left coronary cusp (lcc) successfully. Subsequently, a transthoracic echocardiogram was performed. A post-implant mean gradient measured 4mmhg with a trace of paravalvular leak noted. No adverse patient effects were reported.